Event description:
During double coronary bypass graft, per the surgeon, the device did not deploy while the appendage was through the clip. It did not close onto the tissue and release as intended. Device was removed from the field and another device was used without an issues.